Manufacturer narrative:
1/29/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.

Event description:
The device was used during laparoscopic hernia procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hospital has reported that no pt injury occurred.